Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body. No leak was detected in cylinder 1, and cylinder 2 had a leak attributed to wear at fold in cylinder body; a hole was present. The momentary squeeze pump was visually inspected. The kink resistant tubing was worn to the filament; however, no leaks were present. The pump was functionally tested and did not pass the 8lb activation test as it required more than 8lbs of force to activate. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis confirmed the reported allegation related to fluid loss in cylinder. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) explanted. There were no patient complications in relation to this event.

Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) explanted. There were no patient complications in relation to this event.

Manufacturer narrative:
The cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body. No leak was detected in cylinder 1. Cylinder 2 had a leak attributed to wear at fold in cylinder body; a hole was present. The momentary squeeze pump was visually inspected. The kink resistant tubing was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb activation test (2) as it required more than 8lbs of force to activate. Product analysis confirmed the reported allegation related to fluid loss in cylinder. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) explanted. There were no patient complications in relation to this event.